Manufacturer narrative:
The waste sensor was discarded at the site and an investigation could not be completed. Because of the remote possibility of injury resulting from a slip and fall event caused by waste fluid overflow, the firm is in the process of implementing an improved waste sensor design as a replacement to the current sensor. This new waste sensor design should eliminate the observed failure mode. The waste system on this instrument was upgraded with the new sensor design on 10/18/06. Complete field implementation of the new sensor design is expected to take at least 12 months. The new waste sensor design was introduced to the manufacturing floor on july 26, 2006. A final report will be sent pending the completion of the field implementation of the new waste sensor.

Event description:
A customer site reported waste fluid had overflowed from the waste carboy on a benchmark xt instrument onto the floor without an alarm. No one was injured and patient care was not affected. The field service engineer changed the waste sensor with an upgraded sensor. The root cause could not be determined as the old waste sensor was not returned for investigation. While there is always a possibility that a slip and a fall event due to a fluid spill could result in death or serious injury, all evidence indicates that the possibility of death or serious injury is remote.